Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would not pass the self-test screen and turn off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing OEM pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part is not available for further evaluation. The cause of the reported issue was isolated to the OEM pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would not pass the self-test screen and turn off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.